Event description:
It was reported that the attachment devices would not lock on and were heating up when in use with the motor device. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays due to the event or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachments would not lock was confirmed. However, the reported condition that the device was heating up was not confirmed. An assessment was performed on the device which found that the cutter came out when the device was running due to damaged locking components. It was determined that this was due to not using the device correctly when loading and unloading cutters. The assignable root cause was determined to be component damage caused by user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.